Manufacturer narrative:
The nurse moved the multi-measurement server (mms) to another monitor and it worked. She then put it back to the mp70 and the problem re-appeared. However, based on the available information, the monitor is currently functioning fine. We will consider that the monitor malfunctioned, but the malfunction did not affect the patient's outcome. Product labeling (instructions for use) warns the user that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. The obviousness of this malfunction would alert the user to a possible device issue, to troubleshoot the device, or implement alternative monitoring per hospital protocol. Philips is in the process of obtaining additional information and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that a monitor failed during a patient code where all waveforms disappeared from the display.